Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8711, lot# j11458r31, implanted: (B)(6) 2003, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving gablofen (2000 mcg/ml at 2100 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity/other spasticity. On (B)(6) 2015 the patient's mother reported that the pump was alarming. The patient had a scheduled refill visit with the physician who confirmed that the pump was alarming and that a motor stall had occurred. The patient was advised to go to the ER (emergency room). On (B)(6) 2015 the pump logs were read and confirmed that a motor stall had occurred. The pump motor stalled on (B)(6) 2015 and a "stopped pump period may exceed tube set" message occurred on (B)(6) 2015. The cause of the stall was unknown. The patient had symptoms of scratching/itching, spasms, and was cognitively decreased. The patient was given a baclofen injection and the pump was replaced (B)(6) 2015 which resolved the issue. The patient status was reported as "alive-no injury".

Manufacturer narrative:
Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.